Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The legal manufacturer could not identify the foreign material and specify the root cause. Based on the results of the investigation, it is likely that the following led to the malfunction: since foreign material was not at external surface of the device, the material could not be removed by reprocessing. This issue is addressed in the instructions for use (IFU): the detection method in tjf-q190v operation manual chapter 3 preparation and inspection. The preventive measure in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. The detection method in tjf-q190v operation manual 3.3 inspection of the endoscope olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited foreign material exiting air/water nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.